Event description:
Legal counsel for the patient reports that patient underwent left total knee arthroplasty on (B)(6) 2010. Patient's legal counsel further reports that a left revision procedure occurred on (B)(6) 2012, due to patient allegations of pain, dislocation, and a partial mcl tear. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.